Event description:
It was reported that the right ventricular (rv) lead had noise observed on the rv electrogram. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 429688 lead, implanted 2012-(B)(6), 5076-52 lead, implanted 2007-(B)(6). (B)(4).